Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 17-aug-2018 with the following findings: a review of the pump history showed replace battery alarms had occurred. The voltage was not low at the time of the alarms. During testing, the pump emitted a replace battery alarm during testing. The pump was opened to find moisture damage on the printed circuit board. The replace battery alarms were due to moisture damage.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.